Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the controller¿s power cables was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Visual inspection of the controller revealed damages to the bend reliefs of both the black and white power cables. In the area of these damages, green residue was observed, indicating that fluid ingress was present within the cables. During functional inspection of the controller, a few of the wires within the power cables were observed to have slightly increased resistances due to the observed damage and fluid ingress. However, these resistance increases did not result in the activation of any atypical alarms and did not impact the ability of the controller to operate the pump at the set speed. A log file was also downloaded for review upon arrival of the controller. The log file contained approximately 1 day of data (13sep2022 to 14sep2022 per timestamp), and no atypical events were observed. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook section 2 "how your heart pump works¿ instructs users to never submerge their equipment, including their system controller. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section 6 "equipment maintenance, describes how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator checked the system controller and found that the white power cable was damaged. There were no alarms associated with the event. The system controller was exchanged.